Event description:
It was reported that the patient presented in-hospital after receiving a vibratory alert due to high hvli. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received only the connector legs and trifurcation boot were returned. The rv conductors were fractured close to the strain relief coil consistent with fatigue. This fracture is consistent with the observation from the field of high hvli.